Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user attempted to use one sample wafer and as he was coupling the pouch to the wafer, he said the wafer hole may have cut his stoma. He immediately removed the wafer. He saturated several tissues with blood attempting to stop the bleeding. He discontinued use of the convatec wafer, and applied his hollister wafer. He states the bleeding persisted for about 1-2 hours, so he went to the hospital. He states he was hospitalized for about 1.5 days as a result. He states his doctor confirmed there was a cut of unknown size to the stoma. The cut was cauterized. He removed his hollister wafer about 2 days ago. He states the cut to the stoma has resolved. Per additional information received (B)(6) 2018, it was not indicated by the end user that the wafer was rough since he did not evaluate it prior to use or upon removal.

Manufacturer narrative:
A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
To date no additional patient or event details has been received.